Manufacturer narrative:
Corrected data: PMA/510(k) code.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory (fa lab) received the balance blocks for the reported device. They were identified to be rev. D or older blocks that were made in 1995 and the reported issue was confirmed that they do not have the recess portion of the blocks. This issue was already addressed through an engineering change order that added the recessing to help alleviate possible flow obstruction. No further investigation is required. The customer provided additional information stating this issue was found during the preventative maintenance of the blender and it did not have any reported issue of deficiency prior to that. It is unlikely for this reported device to be placed back into service and unlikely to be placed onto a patient to cause harm or injury.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this blender does not have the recess in the diaphragm area of the balance blocks causing cessation of flow. There was no patient involvement at the time of the incident.